Event description:
Pt was electively intubated after the conclusion of a cardiac cath procedure and received nitrous oxide instead of oxygen. The oxygen flow meter was used with an adapter/connector. One of two prongs was broken off connector, allowing insertion into nitrous oxide port.